Event description:
It was reported that a pump motor stall was confirmed in the pump logs following an MRI in the morning. Three hours after the MRI, three interrogation attempts had been made, but the pump had not yet recovered. The alarm was heard, and the patient was not symptomatic. The patient had multiple sclerosis, and was on a low rate per day. The pump recovered from the motor stall later that evening. The patient never had withdrawal symptoms. Additional information received reported that the patient was doing fine. It was later reported that the patient experienced increased lethargy and hypotonia, and was admitted to the hospital for observation. In regards to programming, the issue was reported as bridging to a higher concentration. The drug used in the pump was lioresal. The patient recovered without sequelae.

Event description:
Additional information received reported that it was believed that the pump was stalled before the patient had the magnetic resonance imaging. The health care professional heard the critical alarm when the patient had the metal detector scan. The motor stall did not recover after the metal detector scan because the pump was on a very slow flow rate.

Manufacturer narrative:
Product ID (B)(4), serial# unknown, product type: programmer, physician; product ID (B)(4), serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).